Event description:
The end users friend states the motor cap came off and the unit is leaking grease on the end users floor with a brush coming out. He states the cap keeps coming off. He states the provider came out and put electric tape but the issue persists. The serial number isn't available as he isn't with the chair. He states there are stains on the carpet and he did get the spot up off the floor in the bedroom. The chair will still run, however the grease is a constant issue.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.